Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-mar-2024 / serial #: (B)(6) UDI #:(B)(4) d9: no h3: no h4: mfg date: 14-mar-2023 h5: no additional products: d1: heartware ventricular assist system battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-mar-2024 / serial #: (B)(6) UDI #:(B)(4) d9: no h3: no h4: mfg date: 20-mar-2023 h5: no additional products: d1: heartware ventricular assist system battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-apr-2024 / serial #: (B)(6) UDI #:(B)(4) d9: no h3: no h4: mfg date: 03-apr-2023 h5: no additional products: d1: heartware ventricular assist system battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-mar-2024 / serial #: (B)(6) UDI #:(B)(4) d9: no h3: no h4: mfg date: 16-mar-2023 h5: no additional products: d1: heartware ventricular assist system battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-apr-2024 / serial #: (B)(6) UDI #:(B)(4) d9: no h3: no h4: mfg date: 03-apr-2023 h5: no additional products: d1: heartware ventricular assist system battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-mar-2024 / serial #: (B)(6) UDI #:(B)(4) d9: no h3: no h4: mfg date: 16-mar-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller and batteries exhibited power switching which resulted in a ventricular assist device (vad) stop. The controller and batteries were replaced. No patient complications have been reported as a result of this event.

Event description:
A review of log file data revealed an additional unexpected loss of power which was determined to be related to the reported power switching of the controller and batteries.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the controller remains in use.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation, investigation completion, and a revision to the product event summary. Revised product event summary: the controller ((B)(6)) was not returned for evaluation. Six (6) batteries ((B)(6)) were returned for evaluation. A review of (B)(6)¿s manufacturing documentation confirmed that the associated device met all requirements for release. A review of the batteries' manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Internal visual inspection of the batteries did not reveal any anomalies. Log file analysis revealed that the controller in use during the reported event, (B)(6), contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several premature power switching events involving (B)(6) that were due to momentary disconnections. Log file analysis also revealed six (6) controller power up events with associated pump start events w ere logged between (B)(6) 2024 and (B)(6) 2024, indicating losses of power. The controller was without power for an average of eleven (11) seconds per loss of power. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, data logs covering the first two losses of power were not available. No anomalies were recorded leading up to the last loss of power. Momentary disconnections were recorded leading up to the loss of power recorded on (B)(6) 2024. Review of the alarm log file revealed one (1) critical battery alarm involving (B)(6) was logged on (B)(6) 2024 at 04:34:57, (B)(4). As a result, the reported power switching and loss of power events were confirmed. The associated batteries were lubricated prior to release. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one power source. CAPA pr00551638 is investigating c ontroller losses of power. Based on an investigation conducted under CAPA pr00574181, a possible root cause of the reported power switching event can be attributed to momentary disconnections due to fretting corrosion of the controller-port/power- source pins, con tamination on the controller receptacle sockets/power source pins, and/or a large spring gap between the controller receptacle spring and trough caused by a damaged receptacle. Even though this CAPA is now closed, (B)(6) and the associated batteries fall in scope of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller (B)(6) was not returned for evaluation. Six (6) batteries (bat (B)(6) were returned for evaluation. A review of (B)(6) manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Internal visual inspection of the batteries did not reveal any anomalies. Log file analysis revealed that the controller in use during the reported event, (B)(6), contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several premature power switching events involving bat (B)(6) that were due to momentary disconnections. Log file analysis also revealed five (5) controller power up events with associated pump start events were logged between 24/jan/2024 and 24/feb/2024, indicating losses of power. The controller was without power for an average of ten (10) secon ds per loss of power. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, data logs covering the first two losses of power were not available. Momentary disconnections were recorded leading up to the last loss of power. Review of the alarm log file revealed one (1) critical battery alarm involving bat(B)(6) was logged on (B)(6) 2024 at 04:34:57, due to the battery depleting below 10% relative state of charge (rsoc). This is an additional observation not related to the reported event and likely due to the patient allowing the battery to deplete below 10%. As a result, the reported power switching and loss of power events were confirmed. The associated batteries were lubricated prior to release. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one power source. CAPA pr00551638 is investigating controller losses of power. Based on an investigation conducted under CAPA pr00574181, a possible root cause of the reported power switching event can be attributed to momentary disconnections due to fretting corrosion of the controller-port/power- source pins, contamination on the controller receptacle sockets/power source pins, and/or a large spring gap between the controller receptacle spring and trough caused by a damaged receptacle. Even though this CAPA is now closed, (B)(6) and the associated batteries fall in scope of this CAPA. Additional products: bat(B)(6) d9: yes, return date: on (B)(6) 2024 h3: yes bat(B)(6) d9: yes, return date: on (B)(6) 2024 h3: yes bat(B)(6) d9: yes, return date: on (B)(6) 2024 h3: yes bat (B)(6) d9: yes, return date: on (B)(6) 2024 h3: yes bat(B)(6) d9: yes, return date: on (B)(6) 2024 h3: yes bat(B)(6) d9: yes, return date: on (B)(6) 2024 h3: yes investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.